Manufacturer narrative:
A thorough investigation was performed which determined damage to the transducer lens was a result of improper maintenance. There was no indication of either non-conforming material and no indication of design anomaly requiring further action.

Event description:
A customer reported that the c10-3v probe had a pinhole and was not passing the electrical safety test. The probe was associated with the epiq 5 ultrasound system at the customer¿s site. The failure occurred outside of clinical use, and no patient or user was harmed as a result of the issue. The philips service engineer replaced the transducer to resolve the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow-up report will be submitted.